Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a pocket infection. The device, the right atrial (ra), and left ventricular (lv) leads were successfully explanted; however the right ventricular (rv) lead was cut and capped (abandoned). No additional adverse patient effects were reported.